Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (will not power up) was confirmed. As received, the monitor failed incoming testing. The cause for the failure was isolated to a defective u1003 pld (programmable logic device) on the monitor computer/analog board. The root cause for the defective pld could not be positively identified. No adverse event resulted from the defective monitor. Monitor MFR date: 06/15/2015. Device evaluation of belt sn (B)(4) has been completed. The reported problem (failed testing) was confirmed. As received, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to processor u723 on the distribution node pca. Pin 8 (+5v) of the u723 processor was shorted to ground. The root cause for the shorted u723 component could not be positively identified. No adverse event resulted from the defective electrode belt. Electrode belt MFR date: 07/16/2014.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor would not power on. A us distributor returned electrode belt sn (B)(4) and reported that the belt failed incoming functionality testing.